Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) stated a hemodialysis machine did not have power completely. The bmt stated they swapped the power logic board, front panel keypad (w/ power switch), power supply bridge rectifier, triac, power/rocker switch, heater switch and power control board. The bmt said the white wires to the rocker switch had some overheating and burnt marks. The bmt had no power supply assembly to swap and isolate it as the part was currently on back order. The bmt was advised to check the blue capacitor connections (carefully tighten w/ insulated tool), which could have been loose and caused power issues. The bmt was also advised to swap a known good power logic board first before a bad power control board and to check the power logic board cable to power supply. The bmt was also advised to swap the power supply assembly to isolate it when possible. The bmt was provided part numbers. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Investigation determines that there was causal relationship between the objective evidence and the alleged event; the alleged event is confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed.

Event description:
A user facility biomedical technician (bmt) stated a hemodialysis machine did not have power completely. The bmt stated they swapped the power logic board, front panel keypad (w/ power switch), power supply bridge rectifier, triac, power/rocker switch, heater switch and power control board. The bmt said the white wires to the rocker switch had some overheating and burnt marks. The bmt had no power supply assembly to swap and isolate it as the part was currently on back order. The bmt was advised to check the blue capacitor connections (carefully tighten w/ insulated tool), which could have been loose and caused power issues. The bmt was also advised to swap a known good power logic board first before a bad power control board and to check the power logic board cable to power supply. The bmt was also advised to swap the power supply assembly to isolate it when possible. The bmt was provided part numbers. Additional information was requested but was not received to date.